Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing muscle stimulation from the left ventricular (lv) lead. The muscle stimulation was only experienced when the patient was in certain positions. The left ventricular (lv) lead remains in use. Subsequently, approximately one month later the left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.